Event description:
The customer reported that despite 24 hours of charging the battery generated a low battery alert. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.